Event description:
It was reported that during a right ventricular (rv) lead implant procedure, the lead exhibited high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found.